Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found experiencing separation of the injector from the mating component during use. The following has been provided by the initial reporter: it was reported that the injector and connector disconnected during a 24 hour infusion. Reported via email: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bag was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. This is the same infusion that we had issues with initially. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today." Event description states: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. They did mention that this patient has a port..... And that the previous incident of disconnect that occurred on (B)(6)---that patient had a port as well...given the same drug--three combo w/etoposide. Additional info provided by customer states: 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3. Additional disconnects later that morning (last disconnect required new bag to be made). Additional disconnect on (B)(6) 2019 when pt crossed his arms.

Manufacturer narrative:
H.6. Investigation summary: two sample injectors were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample connector from lot 1904104. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non- conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. CAPA 1186628 has been opened to document the investigation regarding injector/connector separation failure mode. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found experiencing separation of the injector from the mating component during use. The following has been provided by the initial reporter: it was reported that the injector and connector disconnected during a 24 hour infusion. Reported via email: last night we had our second incident where the phaseal connector and injector became disconnected during a 24 hr infusion. This was bag #1 of an etoposide/vincristine/doxorubicin infusion with no antisiphon valve in place. The bag was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made to hang for the remaining time before hanging bag #2. This is the same infusion that we had issues with initially. I have received a report for the one last night. I have spoken to the day shift rn who will do two for the ones today." Event description states: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. They did mention that this patient has a port..... And that the previous incident of disconnect that occurred on (B)(6)---that patient had a port as well...given the same drug--three combo w/etoposide. Additional info provided by customer states: 24 hr infusion: etoposide/vincristine/doxorubicin (bag #1) without antisiphon valve access: r port disconnect: (B)(6) 2019 ~ 10 hrs into infusion. Notes: only disconnect once before connector was changed after drawing morning labs; dayshift rn reported 3 additional disconnects later that morning (last disconnect required new bag to be made). Additional disconnect on (B)(6) 2019 when pt crossed his arms.